Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: dislocation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that due to recurrent dislocations, patient underwent three revision surgeries since initial total hip replacement. Primary surgery on (B)(6) 2014 with ms-30 stem, protasul 32mm medium head, longevity snap-in cup. One month later, the patient was revised on (B)(6) 2014 with protasul 32mm large head and longevity snap-in cup. (This incident is reported in case (B)(4)) patient's second revision surgery occurred on (B)(6) 2016 with ms-30 stem, biolox delta ceramic head 32mm and longevity snap-in cup (this incident is reported in the case at hand) on (B)(6) 2017 the acetabular cup, femoral head and femoral stem were explanted and replaced (this incident is reported in (B)(4)). No medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional information has been requested and is currently not available. No product was returned to zimmer biomet for in-depth analysis. According to the information received, the devices have been discarded at the hospital. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - increased release of wear particles, loosening of components, dislocation due to tissue impingement prior to proper taper fit => possible: cannot be evidenced, cannot be excluded. - increased release of pe wear particles, loosening of components, subluxation, dislocation due to impingement due to incorrect position of stem or cup => possible: no x-rays received, therefore cannot be excluded. - increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition => possible: no x-rays received, therefore cannot be excluded. Conclusion summary no information is available regarding the case, except the information of the recurring dislocations the patient had. Possible causes for the dislocation include tissue impingement prior to proper taper fit, impingement due to incorrect position of stem/cup or impingement of components due to malposition. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Durasul cocr head 38+4 l ref# (B)(4)) are marketed in USA, and therefore this report was filed. Note: another dislocation was reported under (B)(4). Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cocr head 32/+4 'l' 12/14 on unknown side on (B)(6) 2014. The patient was revised on (B)(6) 2016 due to recurrent dislocation.